Manufacturer narrative:
(B)(4). Batch # t5ay4r. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr45g cartridge reload was received partially fired 1/10 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5ay4r. Date of event is 2019. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the stapler got stuck on tissue during operation, didn't open as it should have, and removal from the patient was difficult non-traumatically. The device was removed from the patient in a normal matter. The knife reverse switch was attempted but it did not function as designed. The manual override lever attempted and it did partly function. Surgeon said it moved only once ahead, not in both directions. It was not necessary to cut the device from tissue. The jaws did eventually open. According to the surgeon no harm originated from the device to the patient, even though the device stop functioning during firing. There was no harm, no tissue damage, and no patient consequence due to device use.